Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of essure device / migration of coil into endometrial cavity"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnancy with intrauterine device") and genital haemorrhage ("heavy and irregular bleeding") in a 34-year-old female patient who had essure (ess205) (batch no. 620755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." The patient's previously administered products included for an unreported indication: depo-provera from (B)(6) 2005 to 2006. Concurrent conditions included adenomyosis, pelvic inflammatory disease, migraine, diabetes, blood pressure high, fibromyalgia, arthritis, depression, acid reflux (oesophageal), dysfunctional uterine bleeding and menometrorrhagia. Concomitant products included acetylsalicylic acid (aspirin), atorvastatin, azathioprine, cetirizine, diazepam, dibenzepin hydrochloride (ecatril), duloxetine, esomeprazole magnesium (nexium), fluticasone propionate (flonase), losartan, mupirocin (betrion), omeprazole, pregabalin (lyrica), ranitidine hydrochloride (zantac), sucralfate and tizanidine. On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and pelvic pain ("chronic pelvic pain"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), back pain ("back pain"), vulvovaginal pain ("vaginal pain"), fibromyalgia ("fibromyalgia") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (B)(6) 2011, hysterectomy with unilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vulvovaginal pain, fibromyalgia and weight increased outcome was unknown, the pelvic pain had resolved and the back pain had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous, fibromyalgia, pregnancy with contraceptive device and weight increased with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2007: total bilateral occlusion, concerning the injuries reported in this case, the following ones were reported via social media pelvic pain with dysmenorrhea and dyspareunia, bleeding irregularity. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Reporter and patient demographics were added. Updated suspect drug indication. Concomitant disease, concomitant drug, lab data were added. Events miscarriage, pregnancy with intrauterine device, vaginal bleeding, menorrhagia, dysmenorrhea, dyspareunia, back pain, vaginal pain, device ineffective, fibromyalgia and weight gain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of essure device / migration of coil into endometrial cavity"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnancy with intrauterine device") and genital haemorrhage ("heavy and irregular bleeding") in a 34-year-old female patient who had essure (ess205) (batch no. 620755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 and parity 3 ((B)(6) 1991, (B)(6) 1995, (B)(6) 1997). Previously administered products included for an unreported indication: depo-provera from (B)(6) 2005 to 2006. Concurrent conditions included adenomyosis, pelvic inflammatory disease, migraine, diabetes, blood pressure high, fibromyalgia, back arthritis, depression, acid reflux (oesophageal), dysfunctional uterine bleeding and menometrorrhagia. Concomitant products included acetylsalicylic acid (aspirin), atorvastatin, azathioprine, cetirizine, diazepam, dibenzepin hydrochloride (ecatril), duloxetine, esomeprazole magnesium (nexium), fluticasone propionate (flonase), losartan, mupirocin (betrion), omeprazole, pregabalin (lyrica), ranitidine hydrochloride (zantac), sucralfate and tizanidine. On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia"). In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and pelvic pain ("chronic pelvic pain"). On (B)(6) 2011, the patient experienced adhesion ("severe adhesions"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), back pain ("back pain"), vulvovaginal pain ("vaginal pain"), fibromyalgia ("fibromyalgia") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery ((B)(6) 2011, hysterectomy with unilateral salpingo-oopherectomy) and surgery (adhesiolysis). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vulvovaginal pain, fibromyalgia, weight increased and adhesion outcome was unknown, the pelvic pain had resolved and the back pain had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous, fibromyalgia, pregnancy with contraceptive device and weight increased with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, adhesion, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2007: total bilateral occlusion, current weight: 262 lbs. Sonogram results: total bilateral occlusion; other (please describe) probable migration. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain with dysmenorrhea and dyspareunia, bleeding irregularity¿ most recent follow-up information incorporated above includes: on 9-jul-2018: plaintiff fact sheet received: historical condition and adhesions event was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of essure device / migration of coil into endometrial cavity"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnancy with intrauterine device") and genital haemorrhage ("heavy and irregular bleeding") in a 34-year-old female patient who had essure (ess205) (batch no. 620755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 and parity 3 (B)(6)1991, (B)(6)1995, (B)(6)1997). Previously administered products included for an unreported indication: depo-provera from (B)(6)2005 to 2006. Concurrent conditions included adenomyosis, pelvic inflammatory disease, migraine, diabetes, blood pressure high, fibromyalgia, back arthritis, depression, acid reflux (oesophageal), dysfunctional uterine bleeding and menometrorrhagia. Concomitant products included acetylsalicylic acid (aspirin), atorvastatin, azathioprine, cetirizine, diazepam, dibenzepin hydrochloride (ecatril), duloxetine, esomeprazole magnesium (nexium), fluticasone propionate (flonase), losartan, mupirocin (betrion), omeprazole, pregabalin (lyrica), ranitidine hydrochloride (zantac), sucralfate and tizanidine. On (B)(6)2006, the patient had essure (ess205) inserted. On the same day, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6)2006, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6)2007, the patient experienced dyspareunia ("dyspareunia"). In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and pelvic pain ("chronic pelvic pain"). On (B)(6)2011, the patient experienced pelvic adhesions ("severe adhesions"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), back pain ("back pain"), vulvovaginal pain ("vaginal pain"), fibromyalgia ("fibromyalgia") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (B)(6)2011, hysterectomy with unilateral salpingo-oophorectomy) and surgery (adhesiolysis). Essure (ess205) was removed on (B)(6)2011. At the time of the report, the uterine perforation, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vulvovaginal pain, fibromyalgia, weight increased and pelvic adhesions outcome was unknown, the pelvic pain had resolved and the back pain had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous, fibromyalgia, pregnancy with contraceptive device and weight increased with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic adhesions, pelvic pain, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6)2007: total bilateral occlusion, current weight: 262 lbs. *sonogram results: total bilateral occlusion; other (please describe) probable migration. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain with dysmenorrhea and dyspareunia, bleeding irregularity.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of essure device") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (on (B)(6) 2011, underwent pelvic surgery to try and alleviate the symptoms). At the time of the report, the uterine perforation, genital haemorrhage, abdominal pain, abdominal pain lower and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and uterine perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.